Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter states patient tested >8.0 inr and >8.0 inr on the coaguchek xs plus system while comparison lab tests returned as 5.9 inr and 6.02 inr, test was run twice on the same sample. Patient's coumadin dose was already being held based on a result from the previous day. Based on the lab result, the coumadin dose continued to be held. No adverse event reported. Requested return of suspect system and replacement was sent.